Event description:
Procedure type: prostatectomy. According to the reporter: a 10mm endocatch bag fell apart when the surgeon pulled the cord. The bag fell into the surgical cavity and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).